Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead had perforated the heart wall. The physician removed the lead and new rv lead was replaced. No adverse patient effects were reported.